Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report a discordant cardiac troponin I (tni) patient result obtained on a dimension exl 200 instrument. A siemens customer service engineer (cse) was at the customer site, for a misaligned vertical arm on the luminescent oxygen channeling immunoassay (loci) module and observed that the waste chute was not attached properly. The cse aligned the loci vertical arm, cleaned out the spilled loci vessels, attached the waste chute, replaced a dirty chamber liner, checked alignments and system optics, and performed a system and quality control (qc) check that was within acceptable ranges. Based on the information provided, the instrument data showed no issues with the performance of the loci system. The waste chute not being attached properly, and the observed precipitate build up on the loci chamber liner would not have affected the performance of the loci reader in generating valid test results. However, it was found that the customer is not centrifuging the samples according to the tube manufacturer recommendation. The cause for the non-repeatable discordant cardiac troponin I is unknown, however sample integrity cannot be rule out a potential cause. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
A discordant, falsely high cardiac troponin I (tni) patient sample was obtained on a dimension exl 200 instrument. The reported result was not questioned by the physician(s). The patient was admitted to the emergency room (ER), and administered heparin. The same test sample was repeated, resulting lower. The patient was transferred to the main hospital for monitoring, however no further testing was performed. The lower repeat tni-ultra result was reported as the corrected result to the physician(s). There are no known reports of adverse health consequences due to the discordant, falsely elevated cardiac troponin I (tni) patient result and administered anticoagulation.